Event description:
(B)(4) the dealer reported that the (B)(4) rollator had a left upper and a lower welds broken, and the backrest right lower weld was detaching from the frame. There was no injury reported.